Event description:
A pt at a hospital was looking very unwell in recovery theatre after a surgical procedure, the nurse performed a hemocare hb 201+ capillary test and the measurement was 105g/l. This did not correlate with the condition of the pt and the hemocue value was therefore, verified by sending a venous sample to the labs. However, based on the pt's worsening condition, the pt was taken back into the theatre before the lab result came back. The result from the venous sample analyzed at the lab was 50g/l. Lab result has been confirmed by the hospital to be accurate and pt recovered after transfusion.